Event description:
It was reported by the field service rep (fsr) that during the repair for MDR #1828100-2014-00560, when he replaced the batteries, he noticed that the gauge was intermittently sticking, showing it was charged sometimes and not charged at times. There was no pt involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00560. The field service rep (fsr) replaced the battery charge meter. The fsr completed the preventative maintenance (pm) and the unit operated to MFR specs and was returned to clinical use. The suspect charge meter was returned to the MFR for further eval.